Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the rectum during a hemorrhoid banding procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the bands would not release. The procedure was completed with another of the same device. No patient complications resulted from this event. The patient's condition following the procedure was reported as being fine.